Manufacturer narrative:
Results: the neuron max was ovalized from approximately 104.0 to 110.0 cm from the hub. The neuron max had bends along the length of the device. Conclusions: evaluation of the returned neuron max confirmed that the device was ovalized. If the dilator, supplied by penumbra, is not used properly when the device is introduced into the patient, damage such as an ovalization may occur. Further evaluation revealed bends along the length of the device. Based on the return condition and the reported complaint, the bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the tip of a neuron max became flattened once inside the patient's body; therefore, it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.